Manufacturer narrative:
Pending investigation.

Event description:
It was reported by the legal department that a male patient had a bilateral knee replacement (B)(6) 2013. Approximately 9 years and 3 months after the initial procedure the patient had a bilateral knee revision on (B)(6) 2023 due to pain and swelling in both knees. Op report: neither knee had any evidence of component loosening. Post operative diagnosis was broken internal joint prosthesis other site intial encounter bilateral. Patient was then taken to the recovery room in satisfactory condition. There were no complications. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.